Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04741. It was reported that the right atrial and right ventricular leads were dislodged due to twiddler¿s syndrome. The leads were no longer capturing or sensing. The leads were explanted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
The MFR awareness date should have been may 31, 2019 rather than jun 2, 2019.